Manufacturer narrative:
Product was not yet returned for evaluation. (B)(4). Manufacturer acknowledges latesness of the report, per internal corrective action. This report should have been identified as reportable within 30 dys of the identification.

Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 110-125 mg/dl. Back to back blood test performed during call and with results of 87mg/dl and 79mg/dl. Results in memory: (B)(6) 2013 0400pm ¿ 94, (B)(6) 2013 0330pm ¿ 87, (B)(6) 2013 0300pm ¿ 74, (B)(6) 2013 2pm ¿ 119.